Event description:
A customer observed condition codes indicating that the analyzer's reagent metering subsystem was not performing optimally. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event revealed condition codes and evidence of an over-pressure induced fluidics leak that are indicative of a partial occlusion in the reagent metering probe that could impact delivery of reagent fluid. The cause of this event was a partially occluded reagent metering probe.